Manufacturer narrative:
Ous MDR - during the analysis of the lead, it was discovered that the insulation was damaged by fraying. This damage must, with high probability, be regarded as the cause for the clinical complaint. The observed damage manifestation requires excessive mechanical stress on the lead over a longer period of time. The position and characteristics of the fraying lead to the assumption of excessive mechanical stress of the lead in the region of the valve plane. X-ray images or diagnostic images of any other kind, which could provide information on the positional relationships of the implanted system in the body, were not available for analysis. The analysis did not find a manufacturing error or material defect on either the lead or the ICD.

Event description:
Ous MDR - after an implantation time of about 49 months, sensing disturbances were reported. After the explantation of the lead, a microscopic insulation break was found. No deterioration of the patient's health was reported. The ICD and the lead were explanted.